Event description:
Pump declared a cartridge change error. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose with manual insulin injection and no third-party intervention required. Customer reverted to manual insulin therapy. Ultimately, technical support arranged pump replacement for customer.